Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. There was no reported adverse impact to the customer¿s blood glucose. Reportedly the customer had manual injections for alternate insulin therapy.